Event description:
It was reported that this was a vessel closure of an unknown vessel using a proglide relative to an unspecified procedure. Reportedly, a unknown product failure was noticed. An unspecified method was used to achieve hemostasis. No additional information was provided. Returned device analysis noted the proglide link is separated.

Manufacturer narrative:
Visual inspections were performed on the returned device. The unspecified failure was observed as a link detachment. Production record and corrective and preventive actions reviews were performed and revealed no indication of a product quality issue. The link break and subsequent treatment appear to be related to an interaction of the device with patient anatomy, link pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3: date of event is estimated as 10/09/2024.